Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #5099803-2014-03660 pertains to the first resolution clip device and manufacturer report #3005099803-2014-03632 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the duodenum during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip (manufacturer report#5099803-2014-03660) grasped and locked onto tissue but failed to release from the catheter to deploy. The user then decided to use another clip (manufacturer report #3005099803-2014-03632); however, the second clip would open and then closed, but would not detach from the wire to deploy. The clip was removed from the endoscope. The procedure was completed using a gold probe without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Reported issue of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.